Manufacturer narrative:
Service confirmed the complaint and replaced the right keypad and right keypad cable assembly. The unit was returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the customer was not able to store info on the cdi 500. No pt injury was reported.